Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The lens still remains implanted in patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, it was noticed that the iol was scratched in the center of the optic. As it was the only one doctor had available at that time, and the patient was on the surgery table, so the doctor implanted the iol. Additional information was requested, but no further information is available.